Manufacturer narrative:
This event was previously reported via asr on 24jun2019 (exemption number e2014015); this report is intended to be a follow-up report to submit additional information received. Any additional information received will be submitted under this manufacturer report number, (B)(4). Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional information prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
Additional information received further reported that in (B)(6) 2018, the patient was experiencing or had experienced urinary retention, urge incontinence, urgency and dyspareunia, curled sling underneath the urethra, and grade 4 trabeculation with chronic cystitis.